Event description:
It was reported that the implantable neurostimulator (ins) may be flipped. It was noted that the flip was not confirmed at the time of report. It was noted that the patient was having trouble charging. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).